Manufacturer narrative:
Concomitant medical products: product ID: 694965 lead, implanted: (B)(6) 2005; product ID: 5068-58 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and a replacement system was implanted three days later. No further patient complications have been reported as a result of this event.